Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the physician that the pediatric patient had a syncopal episode, resuscitation efforts were initiated and external defibrillation was received. It was also reported that there was a possible not detected, not therapied ventricular fibrillation episode. The device remains in use. No further patient complications have been reported as a result of this event.